Event description:
Nkv (nihon kohden ventilator) restarted while in use. Patient was on a peep (positive end-expiratory pressure) of +7. Patient desaturated to 30s, diminished chest movement. Quickly recovered as vent restarted and with 100% o2. Switched out for a new vent. Manufacturer response for ventilator, continuous, facility use, nihon kohden (per site reporter). Manufacturer is working with us to roll back software a few versions which seemed to be resulting in these reboots. This device did not have done yet.